Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed twelve years to explant. During the recent check, the device showed ten and a half years remaining battery. Additionally, upon data transmission review this device indicated to have eleven and a half years battery remaining. Boston scientific technical services (ts) explained that it was perhaps due to remote interrogation which followed by another programmer interrogation that could cause the battery to drop. As of this time, this device remains in service. No adverse patient effects were reported.